Event description:
Customer reported that insulin gauge displayed an incorrect amount compared to what was expected earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge.